Event description:
It was reported that while preparing for a da vinci si hysterectomy procedure, the surgeon side console (ssc) experienced left eye video loss in the high resolution stereo viewer (hsrv). With the assistance of an isi technical support engineer and an isi da vinci specialist, the site powered down the system and re-seated all camera head cables; however, the issue persisted. The core video inputs were switched in an attempt to isolate the issue. The site replaced the camera head and camera cable; however, this issue continued. Emergency power off (epo) was applied and cables were swapped at the rear of the dual camera control unit and the video loss then moved to the right video channel. The patient was under anesthesia when the surgeon made the decision to abort the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) concluded that the issue experienced by the customer was associated with the camera head, camera cable and the double camera controller (doco). The camera head produces three dimensional images to the da vinci s vision system through right and left optical paths. The images are acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The camera cable connects the camera to the doco on the vision cart. The doco refers to the two camera controller units (ccu) that control the acquisition and processing of the image from the camera. One ccu is assigned to the surgeon's right side image (right ccu) and one to his left (left ccu). The system was repaired by replacing the affected camera head, camera cable and deal camera control unit. The components were returned to isi for evaluation. Engineering evaluation revealed that the doco had experienced a burnt fuse thereby causing the vision issue experienced by the site. As of september 1, 2010, there have been no reported recurrences of the issue at this hospital.